Event description:
It was reported that the biomed had an arctic sun device that was sent down from the floor for no flow. They were able to run a functional check with and without a shunt and the device passed. Recommended to download the data and sent and would see if they could get a thumb drive to download it onto. Per additional information received in ttm sheet via mail on 22jan2024, biomed needs service manual to troubleshoot device for not flowing. Guided to bd ttm solutions website to download manual. They would call back if needs further assistance. Biomed needs assistance trouble shooting a device. Nurse left message that water was not pumping.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They were able to run a functional check with and without a shunt and the device passed, recommended to download the data and sent and would see if they could get a thumb drive to download it onto. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use was reviewed and found to be adequate. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was sent down from the floor for no flow, they were able to run a functional check with and without a shunt and the device passed, recommended to download the data and sent and would see if they could get a thumb drive to download it onto. Per additional information received in ttm sheet via mail on 22jan2024, biomed needs service manual to troubleshoot device for not flowing. Guided to bd ttm solutions website to download manual. They would call back if needs further assistance. Biomed needs assistance trouble shooting a device. Nurse left message that water was not pumping.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.